Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and associated spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient reported dysphagia symptoms prior to device implant. Uneventful device explant due to mild dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry. Fundoplication performed at the time of explant.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and associated spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014.-patient reported dysphagia symptoms prior to device implant. Uneventful device explant due to mild dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry. Fundoplication performed at the time of explant.